Manufacturer narrative:
Device product codes: hsz, gfa, & gff. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of a 2.0 mm drill tip broke off in the shaft of the patient¿s distal tibia. There was no adverse event and the drill fragment was left in the patient. No surgical delay was reported. This is report number 1 of 1 for (B)(4).